Event description:
Instrument used during surgery (performed properly). Upon cleaning instrument, it was not working properly. Contacted sales rep, he examined instrument and it was noted that a very small "pin" that holds instrument together was missing. X-ray was negative.